Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a no delivery alarm from the insulin pump. The customer's blood glucose reading was 400+ mg/dl. The customer stated that she received a no delivery alarm while priming. The customer stated that she was very nervous and was transferred over another helpline representative. The customer stated that she changed the battery and still received no delivery alarm. The customer stated that the issue was resolved with a complete set change.